Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had a knee replacement on (B)(6) 2015. Revised evolution mp cs insert on (B)(6) 2016 as patient developed a skin cancer that ended up with cellulitis and has now shown symptoms of infection. Replaced with evolution mp cs insert.